Manufacturer narrative:
Bayer service performed a system service check of the injector and found it to perform to specification. The sterile disposables used during this event were discarded by the site and the lot numbers were not known. Bayer clinical support contacted the site to offer applications assistance and has scheduled retraining at the site on may 16th.

Event description:
We received the following information from the site: a (B)(6) male patient suffered an extravasation of 90 ml of contrast media into his left antecubital area during a CT of the abdomen with contrast while connected to a stellant dual injection system (serial number (B)(4)). The patient was admitted to the hospital as per the hospital extravasation protocol. The site provided no further details of treatment and reports that the patient is now fine.